Event description:
It was reported that unit displays an e1 error intermittent and it takes multiple times to push ignite in order for the bulb to light up.

Manufacturer narrative:
Additional investigation will be provided once investigation is completed.